Event description:
Physician reported that while interrogating a patient's device, she received an error message. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.